Event description:
A school nurse called on behalf of the customer. She stated that the customer's glucose was tested using her breeze2 meter and the reading was 41 mg/dl. Her glucose was retested using another meter and that reading was 298 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The suspect test stirps had been used up, but the meter is to be returned for evaluation. Replacement meter was sent to the customer.